Event description:
A pt called lfs regarding their one touch ultra meter giving erratic readings. Medical affairs specialist called the pt and pt provided additional info. Pt stated that they had recently purchased the meter from a pharmacy and was having a hard time testing on the meter. Pt would sometimes get a reading and sometimes, the test would not start. This issue of the test not starting was resolved with troubleshooting. Pt also stated that 1 day this week (date/time unk), pt got a reading of 400 mg/dl on the meter. Their spouse gave pt insulin (sliding scale) based on that reading--(amount of insulin is unk). Within 10 mins, pt tested again and got a reading of 80 mg/dl. Pt then stated getting "shaky and felt low". Pt called their dr, who advised spouse to give pt some orange juice and stop giving the sliding scale insulin based on that meter's readings. Pt drank "lots of juice" and ate something. Pt quit smoking and started feeling better. When pt called lfs, the control solution test passed on the meter. A new one touch ultra meter was still sent for customer satisfaction.